Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had exhibited a warning message indicating it was in safety mode. Boston scientific technical services advised the patient come in for an evaluation. The crt-p remains in service and there were no adverse patient effects reported.